Event description:
Physician reported injecting the pt in the nasolabial fold and marionette line regions. Later that evening, the pt developed major edema throughout the face and went to the ER.

Manufacturer narrative:
Physician reported the pt's lips swelled to 2 inches thick and her face was unrecognizable due to the edema. She was treated with benadryl and steroids and kept overnight in the hosp. The pt had significantly improved and was released the next day. During later follow-up, the physician stated the pt told her that she has had these types of reactions before, most recently for a reaction to food. The pt did not inform the physician of these reactions prior to her radiesse procedure. A review of the device history records indicates the lot #1015089 met all specifications prior to release.